Manufacturer narrative:
Device passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and accuracy displacement test. Device passed delivery accuracy test. The bolus delivered properly. No under bolus delivery anomaly noted. Device was tested with liquid filled reservoir and no air bubble anomaly noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Patient's current blood glucose value: 330 mg/dl. The insulin pump failed high pressure test. The customer experienced symptoms such as nausea. Customer declined to check their settings. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. The device is expected to be returned for analysis.